Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The event code was cleared from the device memory and thereafter did not return. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device had logged an event code in its memory which is indicative of a device failure that could result in a shock not being delivered. There was no patient use associated with the reported event.